Event description:
A malfunction was reported on a customer's pump, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The customer had acknowledged receipt of a field correction notice and completed the required online form. Technical support provided pump reset information and assisted the customer in resetting the pump.